Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was seen for a check-up, the device was in back-up mode and measured data indicated recommended replacement time (rrt). Two attempts to download were unsuccessful. Therefore, the device was replaced. The patient reported that he is a commercial arc welder.